Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with error 1870. The patient had been instructed to remove the batteries and restart the pump. However, the alarm had persisted. The patient had then been directed to remove the batteries again and contact the clinic. Other pump settings had not been confirmed, as the pump had immediately gone into alarm mode. This alarm event pauses the delivery of the pump until the error is addressed. The volume had been recorded at 23.7 ml. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.